Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance anomaly. The lv lead was replaced with a new lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).